Event description:
Four days after receiving the unit the customer was riding the unit and claims that the engager was stuck and could not stop the unit. Customer ended up in a ditch near customer's home where customer fell out of the unit and suffered a fractured rib, lacerated elbow and additional minor bruises.